Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range right atrial pacing impedance measurement. Pacing impedance measurements had previously been stable within range. Upon review technical services (ts) found oversensing of respiratory rate trend noise and potential loss of capture. In addition, ts observed noise on the right ventricular channel. Additional information has been requested but not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range right atrial pacing impedance measurement. Pacing impedance measurements had previously been stable within range. Upon review technical services (ts) found oversensing of respiratory rate trend noise and potential loss of capture. In addition, ts observed noise on the right ventricular channel too. Additional information was requested but not provided. Due diligence has been completed. This ICD remains in service. No adverse patient effects were reported.